Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2017-00244: screw.

Event description:
When inserting the most medial screw into a clavicle plate, the screw was binding in the plate and could not be fully seated into the plate. Several other screws were attempted, wih the same outcome. There was a more than 30 minute delay in the surgery.